Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced discomfort at the ipg site. In turn, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg pocket was relocated to address the issue. Reportedly, the issue resolved.